Manufacturer narrative:
(B)(4) applies to the recharger. Analysis found unconfirmed failure/found no issues with the recharger find and charging the implant but it was scrapped due to failed bench testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the recharger will only charge the implant half way. The patient reported that she has been having a hard time getting her implantable neurostimulator (ins) to charge. The patient would get excellent then it would go away. The night prior to the report, while the patient was charging, the charger burned her skin and she couldn't get the ins to charge. The controller battery depleted but her ins battery didn't fully charge. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.